Manufacturer narrative:
The device was returned to the resmed tech svs in bremen, germany. The device is currently being returned to the manufacturing facility located in sydney, australia for an engineering investigation. The investigation methods, results, conclusion are not finalized at this stage. (B)(4) .

Event description:
(B)(6) .